Event description:
It was reported that saline was leaking through the handle during ablation.

Manufacturer narrative:
The device is in transit to the manufacturer. Once the device is received, we will conduct an investigation and provide our findings in a follow-up report.